Event description:
The battery latch is broken and the battery no longer holds in place, making it very difficult for the various cs of use. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. Because the device is end of life / end of support, cannot be repaired, and was returned to biomed, the cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised their device was end of life / end of support and cannot be repaired. The customer was advised to remove the device from service. The customer was advised they can purchase a replacement through philips sales or their philips distributor. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device is end of life / end of support.